Event description:
This complaint was received from mhra. It was reported that the balloon burst during iabp therapy after 10 hours. As the balloon was being removed, the balloon got stuck and had to be removed via vascular surgery. There was a report of patient death. The patient died of cardiac causes (coronary artery disease and cardiogenic shock) few days after. Additional information was received by (B)(4) 11/03/2021. Dr (B)(6) allege that the device failure contributed to the patient death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint that the "balloon burst during iabp therapy after 10 hours" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
This complaint was received from (B)(6). It was reported that the balloon burst during iabp therapy after 10 hours. As the balloon was being removed, the balloon got stuck and had to be removed via vascular surgery. There was a report of patient death. The patient died of cardiac causes (coronary artery disease and cardiogenic shock) few days after. Additional information was received by (B)(6) 11/03/2021. Dr (B)(6) and dr (B)(6)allege that the device failure contributed to the patient death.